Event description:
It was reported that during a laparoscopic cholecystectomy procedure: when the gall bladder was being removed from the umbilicus at the end of the procedure, the bag split at the distal tip. On using a second bag, exactly the same thing happened. Finally the gall bladder was removed without use of a bag. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable, device was not returned for evaluation.